Manufacturer narrative:
(B)(6). Lot number 6252643 also affected. Medical device expiration date: 08/31/2018. Device manufacture date: 09/08/2016. Bd received 10 unopened samples from batch 7086653, one (1) open sample from batch 7086653, and six (6) unopened samples from batch 6252643. Additionally, three (3) photos were provided. Based on the evaluation of the photos, bd observed tubing that was both partially cut and completely severed in half. Visual inspection was conducted on all samples. No defects were identified from the 10 unopened samples from batch 7086653. Severed tubing was observed with the opened sample from batch 7086653. The manufacturing records were reviewed for the incident lots and no issues were identified. CAPA (B)(4) was initiated to determine the root cause associated with severed tubing and implement corrective actions in order to reduce/mitigate further occurrence of this issue. Bd was able to duplicate or confirm the customer¿s indicated failure mode. The root cause is indeterminate. Refer to CAPA (B)(4).

Event description:
It was reported that the tube section of the bd vacutainer® push button set that connects to the needle with the luer lock connector had a hole. No serious injury or medical intervention reported.